Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that an internally disconnected cable caused the black image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was recognized by the video processor, but the image remained black and white balance was unable to be done. The issue occurred when preparing the device for use in a diagnostic urology procedure. No error messages were displayed. The camera had worked without issue in a previous case. The customer tried connecting the camera to another video processor, but the same issue occurred. Another camera was used to complete the procedure with no delay. There were no reports of patient harm.